Manufacturer narrative:
(B)(4).

Event description:
It was reported that intra- aortic balloon (iab) was inserted in the cath lab with a teflon sheath via the femoral artery. After 10 hours of use the perfusionist received a call from the intensive care unit (ICU)the pump was in alarm "helium leak" and blood was visible in helium line. They stopped the pump. Catheter was removed immediately no blood came into the pump, it was only at the beginning of the helium line. The balloon was ruptured at the tip of the catheter. There was a interruption in iab therapy. Another catheter was not inserted, the circulatory situation of the patient has stabilized. Patient outcome is okay.

Manufacturer narrative:
(B)(4). The iab bladder membrane was unwrapped and fully covering the iab distal tip. This may indicate the bladder is damaged. The teflon sheath was approximately 22cm from the covered iab distal tip. Buckling of the sheath was noted starting at approximately 34.2cm to 36.9cm from the covered iab distal tip. Some fluid/blood was noted inside the sheath sidearm. The iab hemostasis cuff was connected to the cathgard. The one-way valve was tethered to the short driveline tubing. Blood was noted on the exterior of the sheath, bladder, outer lumen, cathgard and on the interior of the bladder, outer lumen and short driveline tubing. A bend was noted at approximately 13.6cm from the covered iab distal tip. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The IFU states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." See other remarks section. Other remarks: the bladder thickness was measured at six points with measurements within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "pl" pressure limit, indicating an error for reading pressure. The iab was unable to be manually zeroed. The fos connector tip was cleaned and re-inserted to the pump with no change in the fos status. The returned cal key was replaced with a lab inventory cal key. The fos and lab inventory cal key were connected and the iabp zeroed the iab. The pump status displayed "ok" indicating the fiber is fully intact. The full length of the fiber was confirmed intact. Upon further investigation, the bladder was confirmed to not be attached to the iab distal tip. Due to the condition of the returned iab it is not possible to determine when or how the bladder detached from the tip. Upon return, the sheath showed buckling and was over the bladder. The bladder damage may have been a result of attempting to remove the catheter through the sheath. Under microscopic inspection, abrasions were observed at approximately 2.8cm from the distal end of the bladder. A full thickness abrasion to the bladder was confirmed and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed. A lab inventory 0.025in guidewire was back loaded through iab distal tip and met resistance at 13.5cm then exited through the iab luer while excreting blood before exiting. Blood exited with the guidewire. The guidewire was front loaded through the iab luer and met resistance at approximately 69.4cm from the iab luer. The guidewire was able to advance through the central lumen while excreting blood through the distal tip before exiting. Blood exited with the guidewire. The catheter was successfully aspirated and flushed using a 60cc lab-inventory syringe. Blood exited upon performing. IFU states: "using current hospital protocol, connect pressure tubing extension to a prepared standard arterial pressure monitoring assembly which delivers 3 cc of pressurized flush per hour." This action is to maintain the patency of the arterial line. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that intra- aortic balloon (iab) was inserted in the cath lab with a teflon sheath via the femoral artery. After 10 hours of use the perfusionist received a call from the intensive care unit (ICU) the pump was in alarm "helium leak" and blood was visible in helium line. They stopped the pump. Catheter was removed immediately no blood came into the pump, it was only at the beginning of the helium line. The balloon was ruptured at the tip of the catheter. There was a interruption in iab therapy. Another catheter was not inserted, the circulatory situation of the patient has stabilized. Patient outcome is okay.